Event description:
It was reported the programmer displayed an error message. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report of serious programmer error. Analysis did find that the keyboard case hinges were broken and the keyboard was missing.